Event description:
A bipap a30 device was returned to a third party service center for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation at the third-party service center, a ventilator inoperative error codes was found in the device's error log relating to 'the difference between the blower pressure sensor reading and the outlet pressure sensor reading is 10 cmh2o or greater for 5 seconds'. There is no documentation stated on a root cause and/or any component replacement to resolve the issue. Additionally, the device was visually inspected, and foam particles were observed. The foam insulation needs to be replaced to resolve the issue. No repairs were performed. The device will be scrapped per the customer's request.